Event description:
After implantation of the subject device, bradycardia was observed on the ECG monitor at the hospital ward, and subsequently ventricular lead impedance measured by the device was >3000 ohms. During re-intervention, ventricular pacing spikes were intermittent and the impedance measurement remained >3000 ohms (atrial threshold was 1.75v). Under fluoroscopic observation, lead position did not change from the implantation. Ventricular tachycardia episodes due to noise were recorded. Ventricular pacing was delivered, but capture failure was observed. Upon device extraction, blood was infiltrated into ventricular connector portion, but blocked by the seal. The physician indicated that the lead was fully inserted, and when the physician pulled the lead without unscrewing, the lead was taken out from the port with a little force. Another device was subsequently implanted. The physician indicated that during the implant procedure the click sound was confirmed and a lead pull test was performed.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.